Event description:
It was reported that a patient underwent umbilical hernia repair on (B)(6) 2024 and mesh was implanted. The patient was admitted for emergency procedure after umbilical hernia mesh protruded through the repair. The mesh was explanted on (B)(6) 2024 due to breakdown of device and bowel obstruction. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Please confirm the date of the index surgical procedure. Were any concomitant procedures performed? Was the index hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? In what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra abdominal). Closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? The mesh fixation technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? (E.g. Graspers crimping the mesh fibers) what symptoms did the patient experience following the index surgical procedure? Onset date? How long after the index hernia repair was the hernia recurrence first noted? Was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the surgical findings from the reoperation performed. Mesh location and integrity at time of reoperation? Please provide more detail on the "breakdown of device" noted during reoperation. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.